Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the batteries to be received in nearly fully charged condition. The first battery was 12.68 volts direct current (vdc) and 479 siemens (s) and the second battery was 12.74 vdc and 477 s, both passing. The batteries were fully charged and lasted for 79 minutes during load testing, 60 minutes is specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the power manager logs showed that the system had not been powered on since (B)(6) 2019. He replaced the batteries. The unit operated to the manufacturer's specifications. Per data log analysis, this was a new installation on (B)(6) 2019. The last time the power manager was powered on with a central control monitor (ccm) attached was on (B)(6) 2019. The calculated storage time was enough to set battery capacity to 0/16 and total nominal available capacity (tnac) to zero. There is no indication of a problem in the log, but the log does confirm the reported complaint of battery capacity less than 1.0 ah at installation.

Event description:
The field service representative (fsr) reported that during installation of the device the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.